Event description:
It was reported that "large bore catheter set opened and the puncture needle in the set was torn/splintered. The user noticed this when air was aspirated during high jugular puncture and long slender neck (i.e. 10 cm above the pleural dome)." The user changed to a new set to complete the procedure. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided two photos for analysis. The complaint of a cracked needle hub was confirmed by the photos. A vertical crack appears to be present in the needle hub. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "some disinfectants used at catheter insertion site contain solvents which can weaken the catheter material. Alcohol, acetone, and polyethylene glycol can weaken the structure of polyurethane materials. These agents' may also weaken the adhesive bond between catheter stabilization device and skin". The customer report of a cracked needle hub was confirmed through visual inspection of the returned customer photo. The customer photo revealed that the needle hub was cracked. The failure mode identified is consistent with the failure mode investigated per a previously opened CAPA. Based on the CAPA investigation, the root cause of this complaint is design related. Teleflex has identified that the needle hub material is susceptible to cracking when placed under stress (i.e. Pressed onto a tapered luer fitting, sideloaded as the clinician attempts to locate a vessel, etc.) In the presence of liquid alcohol-based disinfectants. The CAPA was implemented using a new alcohol-resistant material to manufacture the needle hub. The needle hub from this complaint was confirmed to be made from the old needle hub material. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "large bore catheter set opened and the puncture needle in the set was torn/splintered. The user noticed this when air was aspirated during high jugular puncture and long slender neck (i.e. 10 cm above the pleural dome)." The user changed to a new set to complete the procedure. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".